Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. The insulin pump was received with intermittent button response during testing due to flattened dome switch on the up arrow, down arrow, esc, act and express bolus button. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads. The lcd connector was inspected and no anomaly was noted during testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The insulin pump was returned for analysis.